Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of uterine perforation ("perforation of uterus"), fallopian tube perforation ("fallopian tube perforation"), device dislocation ("migration of essure device to pelvic or abdominal cavity") and perforation ("other organ perforation") in a female patient who had essure inserted. Additional non-serious events are detailed below. Other product or product use issues identified: device ineffective ("device ineffective"). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced uterine perforation (seriousness criteria hospitalisation, disability and intervention required), fallopian tube perforation (seriousness criteria hospitalisation, disability and intervention required), device dislocation (seriousness criteria hospitalisation, disability and intervention required), perforation (seriousness criteria hospitalisation, disability and intervention required), pelvic pain ("chronic pelvic pain"), abdominal pain ("chronic abdominal pain"), back pain ("back pain"), genital haemorrhage ("excessive bleeding"), pregnancy with contraceptive device ("unintended pregnancy"), hypersensitivity ("allergic reaction"), autoimmune disorder ("autoimmune reactions "), headache ("headache"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression"). The patient was treated with surgery (essure removal). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure administration. The reporter commented: she was injured severely and permanently. She has suffered and will continue to suffer ongoing physical symptoms and mental anguish, despite the surgical removal of the essure devices. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of uterine perforation ("perforation of uterus"), fallopian tube perforation ("fallopian tube perforation"), device dislocation ("migration of essure device to pelvic or abdominal cavity") and perforation ("other organ perforation") in a female patient who had essure inserted. Additional non-serious events are detailed below. Other product or product use issues identified: device ineffective ("device ineffective"). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced uterine perforation (seriousness criteria hospitalisation, disability and intervention required), fallopian tube perforation (seriousness criteria hospitalisation, disability and intervention required), device dislocation (seriousness criteria hospitalisation, disability and intervention required), perforation (seriousness criteria hospitalisation, disability and intervention required), pelvic pain ("chronic pelvic pain"), abdominal pain ("chroninc abdominal pain"), back pain ("back pain"), genital haemorrhage ("excessive bleeding"), pregnancy with contraceptive device ("unintended pregnancy"), hypersensitivity ("allergic reaction"), autoimmune disorder ("autoimmune reactions"), headache ("headache"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression"). The patient was treated with surgery (essure removal). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure administration. The reporter commented: she was injured severely and permanently. She has suffered and will continue to suffer ongoing physical symptoms and mental anguish, despite the surgical removal of the essure devices. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 24-aug-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of uterine perforation ("perforation of uterus"), fallopian tube perforation ("fallopian tube perforation"), device dislocation ("migration of essure device to pelvic or abdominal cavity") and perforation ("other organ perforation") in a female patient who had essure inserted. Additional non-serious events are detailed below. Other product or product use issues identified: device ineffective ("device ineffective"). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced uterine perforation (seriousness criteria hospitalisation, disability and intervention required), fallopian tube perforation (seriousness criteria hospitalisation, disability and intervention required), device dislocation (seriousness criteria hospitalisation, disability and intervention required), perforation (seriousness criteria hospitalisation, disability and intervention required), pelvic pain ("chronic pelvic pain"), abdominal pain ("chronic abdominal pain"), back pain ("back pain"), genital haemorrhage ("excessive bleeding"), pregnancy with contraceptive device ("unintended pregnancy"), hypersensitivity ("allergic reaction"), autoimmune disorder ("autoimmune reactions"), headache ("headache"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression"). The patient was treated with surgery (essure removal). At the time of the report, the outcomes for these events were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure administration. The reporter commented: she was injured severely and permanently. She has suffered and will continue to suffer ongoing physical symptoms and mental anguish, despite the surgical removal of the essure devices. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The following amendment was made: upon internal review, pregnancy field was changed to yes (pregnancy case). No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of uterine perforation ("perforation of uterus"), fallopian tube perforation ("fallopian tube perforation"), device dislocation ("migration of essure device to pelvic or abdominal cavity") and perforation ("other organ perforation") in a female patient who had essure inserted (lot no. 626503) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"). The patient had a medical history of adenomyosis, breast reduction, parity 3, multi gravida, back pain, nausea and pelvic pain female. Previously administered products included: yasmin. Concurrent conditions were listed as malaise, cramp in lower abdomen and amenorrhea. On (B)(6) 2008, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced uterine perforation (seriousness criteria hospitalisation, disability and intervention required), fallopian tube perforation (seriousness criteria hospitalisation, disability and intervention required), device dislocation (seriousness criteria hospitalisation, disability and intervention required), perforation (seriousness criteria hospitalisation, disability and intervention required), pelvic pain ("chronic pelvic pain"), abdominal pain ("chroninc abdominal pain"), back pain ("back pain"), genital haemorrhage ("excessive bleeding"), pregnancy with contraceptive device ("unintended pregnancy"), hypersensitivity ("allergic reaction"), autoimmune disorder ("autoimmune reactions"), headache ("headache"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression"). The patient was treated with surgery (essure removal). At the time of the report, the outcomes for these events were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure administration. The reporter commented: she was injured severely and permanently. She has suffered and will continue to suffer ongoing physical symptoms and mental anguish, despite the surgical removal of the essure devices. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: clinical history: pelvic/hip pain. Essure coils in place. On ocp. Clinical diagnosis ¿ r/o adenomyosis. Specimens: uterus, cervix and bilateral tubes. Gross description: right fallopian tube: an essure coil is remarkable at the proximal end within the isthmus of the uterine tube; extending out the urine opening of the oviduct and grossly appears intact and unremarkable left fallopian tube: an essure coil is remarkable at the proximal end within the isthmus of the uterine tube; extending out the urine opening of the oviduct and grossly appears intact and unremarkable final diagnoses: uterus, cervix and fallopian tubes, hysterectomy and bilateral salpingectomy: uterine corpus: secretory endometrium, negative for hyperplasia malignancy adenomyosis. Uterine cervix: negative for intraepithelial lesions transformation zone excised. Benign fallopian tubes with essure coils in situ. [Ultrasound scan] on (B)(6) 2018: findings: bilaterally essure coils in-situ and position. Impression: small sub centimeter hepatic hemangiomas noted. Uterine adenomyosis noted; on (B)(6) 2019: findings: the uterus is normal in size. Endometrial thickness is within normal limits. The adnexa are normal in volume. Essure coils are evident bilaterally and appear normal to the extent visualized ultrasonically. No pelvic masses or free fluid were otherwise demonstrated impression: normal pelvic ultrasound fatty infiltration liver with mild cystic change. The most recent follow-up information incorporated above includes data received on: 13-oct-2023: medical record received. Surgical pathology report added. Lot number added. Medical history, lab data, patient information updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of uterine perforation ("perforation of uterus"), fallopian tube perforation ("fallopian tube perforation"), device dislocation ("migration of essure device to pelvic or abdominal cavity") and perforation ("other organ perforation") in a female patient who had essure inserted (lot no. 626503) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"). The patient had a medical history of adenomyosis, breast reduction, parity 3, multi gravida, back pain, nausea and pelvic pain female. Previously administered products included: yasmin. Concurrent conditions were listed as malaise, cramp in lower abdomen and amenorrhea. On (B)(6) 2008, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced uterine perforation (seriousness criteria hospitalisation, disability and intervention required), fallopian tube perforation (seriousness criteria hospitalisation, disability and intervention required), device dislocation (seriousness criteria hospitalisation, disability and intervention required), perforation (seriousness criteria hospitalisation, disability and intervention required), pelvic pain ("chronic pelvic pain"), abdominal pain ("chroninc abdominal pain"), back pain ("back pain"), genital haemorrhage ("excessive bleeding"), pregnancy with contraceptive device ("unintended pregnancy"), hypersensitivity ("allergic reaction"), autoimmune disorder ("autoimmune reactions"), headache ("headache"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression"). The patient was treated with surgery (essure removal). At the time of the report, the outcomes for these events were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure administration. The reporter commented: she was injured severely and permanently. She has suffered and will continue to suffer ongoing physical symptoms and mental anguish, despite the surgical removal of the essure devices. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: clinical history: pelvic/hip pain. Essure coils in place. On ocp. Clinical diagnosis ¿ r/o adenomyosis specimens: uterus, cervix and bilateral tubes gross description: right fallopian tube: an essure coil is remarkable at the proximal end within the isthmus of the uterine tube; extending out the urine opening of the oviduct and grossly appears intact and unremarkable left fallopian tube: an essure coil is remarkable at the proximal end within the isthmus of the uterine tube; extending out the urine opening of the oviduct and grossly appears intact and unremarkable final diagnoses: uterus, cervix and fallopian tubes, hysterectomy and bilateral salpingectomy: uterine corpus: secretory endometrium, negative for hyperplasia malignancy adenomyosis. Uterine cervix: negative for intraepithelial lesions transformation zone excised. - benign fallopian tubes with essure coils in situ [ultrasound scan] on (B)(6) 2018: findings: bilaterally essure coils in-situ and position. Impression: small sub centimeter hepatic hemangiomas noted. Uterine adenomyosis noted; on (B)(6) 2019: findings: the uterus is normal in size. Endometrial thickness is within normal limits. The adnexa are normal in volume. Essure coils are evident bilaterally and appear normal to the extent visualized ultrasonically. No pelvic masses or free fluid were otherwise demonstrated impression: normal pelvic ultrasound fatty infiltration liver with mild cystic change batch no 626503. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 31-oct-2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of uterine perforation ("perforation of uterus"), fallopian tube perforation ("fallopian tube perforation"), device dislocation ("migration of essure device to pelvic or abdominal cavity") and perforation ("other organ perforation") in a female patient who had essure inserted (lot no. 626503) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"). The patient had a medical history of adenomyosis, breast reduction, parity 3, multi gravida, back pain, nausea and pelvic pain female. Previously administered products included: yasmin. Concurrent conditions were listed as malaise, cramp in lower abdomen and amenorrhea. On (B)(6) 2008, the patient had essure inserted. Essure was removed on (B)(6) 2022. On unknown date she experienced uterine perforation (seriousness criteria hospitalisation, disability and intervention required), fallopian tube perforation (seriousness criteria hospitalisation, disability and intervention required), device dislocation (seriousness criteria hospitalisation, disability and intervention required), perforation (seriousness criteria hospitalisation, disability and intervention required), pelvic pain ("chronic pelvic pain"), abdominal pain ("chroninc abdominal pain"), back pain ("back pain"), genital haemorrhage ("excessive bleeding"), pregnancy with contraceptive device ("unintended pregnancy"), hypersensitivity ("allergic reaction"), autoimmune disorder ("autoimmune reactions"), headache ("headache"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression"). The patient was treated with surgery (essure removal). At the time of the report, the outcomes for these events were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure administration. The reporter commented: she was injured severely and permanently. She has suffered and will continue to suffer ongoing physical symptoms and mental anguish, despite the surgical removal of the essure devices. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: clinical history: pelvic/hip pain. Essure coils in place. On ocp. Clinical diagnosis ¿ r/o adenomyosis specimens: uterus, cervix and bilateral tubes gross description: right fallopian tube: an essure coil is remarkable at the proximal end within the isthmus of the uterine tube; extending out the urine opening of the oviduct and grossly appears intact and unremarkable left fallopian tube: an essure coil is remarkable at the proximal end within the isthmus of the uterine tube; extending out the urine opening of the oviduct and grossly appears intact and unremarkable final diagnoses: uterus, cervix and fallopian tubes, hysterectomy and bilateral salpingectomy: uterine corpus: secretory endometrium, negative for hyperplasia malignancy adenomyosis; uterine cervix: negative for intraepithelial lesions transformation zone excised ; benign fallopian tubes with essure coils in situ. [Ultrasound scan] on (B)(6) 2018: findings: bilaterally essure coils in-situ and position. Impression: small sub centimeter hepatic hemangiomas noted. Uterine adenomyosis noted; on (B)(6) 2019: findings: the uterus is normal in size. Endometrial thickness is within normal limits. The adnexa are normal in volume. Essure coils are evident bilaterally and appear normal to the extent visualized ultrasonically. No pelvic masses or free fluid were otherwise demonstrated impression: normal pelvic ultrasound fatty infiltration liver with mild cystic change. Lot number: 626503; manufacture date: 2008-01; expiration date: 2011-01. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 08-feb-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.